Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to enter the number of carbohydrates in the bolus menu. Review of the pump settings verified that the customer had created 2 personal profile settings in error and had not programmed some settings into the active personal profile. Tandem technical support assisted the customer with deleting the inaccurate profile that had been created in error. The customer was able to successfully enter the number of carbohydrates and request a bolus successfully. Blood glucose was 398 mg/dl.